Event description:
It was reported that the patient presented in clinic for follow up with complaints of palpitations. During device check, when the patient would raise arms over head, heart rate would increase to max track rate. Additionally, noise in the atrial channel was noted. Programming changes were made. The patient was well after the device was reprogrammed.